Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self-test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No battery out limit alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer has an old insulin pump for a backup plan. The customer used her old pump to treat her high blood glucose. The customer was able to perform high pressure test and it passed. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up healthcare provider concerning high blood glucose. The customer was advised to monitor the pump and sending replacement quick sets and also a smaller tubing. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 600 mg/dl. The customer was advised to monitor pump.